Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days following implant of the cardiac resynchronization therapy defibrillator (crt-d), high and undefined rv pacing impedance was noted and the pocket was re-opened for revision. A problem with the setscrew of the rv connector port was detected and the device was replaced. No patient complications have been reported as a result of this event.